Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010575, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 09-sep-2025 against final reporting decision equal serious injury and death, lot number criteria equal lot number 6010575. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6010575 was packaged according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 08-dec-2024, with a total of (B)(4) units. Review of the DHR showed that in final inspection outgoing a sample was found with loose or foreign objects in packaging, according to the quantity of the lot it was not necessary perform a sampling plan. Furthermore, a non-conformance (nc) was opened during sterilization process. The vericycle report states sterilization quality engineer detected an incorrect heated aeration time for the group. Test results: no photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, one non-conformance (nc) raised during sterilization process no related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized due to hyperglycemia event on (B)(6) 2025. Blood glucose level was 500 mg/dl at the time of the event and patient got treated with intravenous (IV) drip. The duration of hospitalization was greater than 24 hours. Patient experienced the symptoms of feeling unwell/sick, and diarrhea at the time of the event. No further information available.